Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet generated ¿alert 38 motor stall¿ repeatedly when the user attempted to announce a meal, and the device displayed consecutive stalled motor messages that prevented rewinding, consistent with a failure to infuse involving the motor component; a restart and supply change steps were attempted without resolution, and replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions, and the user¿s glucose remained about 150 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during the evaluation, and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.